Manufacturer narrative:
H3: one device was received for evaluation. It was reported that complaint of damaged screen, rear case, top and bottom labels, and double beeping confirmed through visual inspection and functional test. Performed visual inspection and functional testing. Upon further investigation, found dso/cassette sensor damaged, pwa board defective (error code 1660), and failed accuracy test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the device has a damaged screen, rear case, top and bottom labels and it is double beeping. Device requires further evaluation and repair from ICU.